Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level dropped to 43 mg/dl and juice was consumed to address the bg level. The customer had administered an injection of lantus as directed by the healthcare provider. While on lantus, the customer using the pump as well and was the suspected cause of the low bg. The customer was doing "okay" at the time of the report.